Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while in the tunnel taking branches, the pa noticed the device was smoking. It was quickly realized that the device was not shutting off when the toggle was in the off position. The device was removed. No harm to the pt, but the device was placed on the drapes and it burned a small hole in the drape before it was unplugged. Upon observation of the device, the coating on the jaws has melted off. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).